Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic experiencing dizziness. Upon interrogation of the system, the patient's right ventricular (rv) lead was found to have lead noise, causing an inhibition of pacing function. The physician capped and replaced the rv lead on (B)(6) 2021. The patient was in stable condition before, during, and after the procedure.